Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurements one day post implant and was suspected to have perforated the heart wall, however, it was difficult to prove via computerized tomography (CT) scan. An invasive procedure was performed. The ra lead was explanted and replaced and the right ventricular (rv) lead was explanted and replaced electively given the CT scan couldn't prove that the ra lead was the source of the perforation. No additional adverse patient effects were reported.